Event description:
A report was received that the patient will undergo a pocket revision due to pain at the pocket site.

Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2015. Additional information was received that the patient had complained of severe ongoing pain over the pocket area. Patient had lost a significant amount of weight due to being physically active again. The physician planned to reposition the ipg deeper but after reprogramming the patient received adequate stimulation and no longer plans to be revised. The reprogramming had not resolved the patient's pain.

Event description:
A report was received that the patient will undergo a pocket revision due to pain at the pocket site.